Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the returned device noted breakage of the tubing near the band collar. No surgical damage was noted although the area at which the breakage ws noted is designed to be accessed by a lap-band closure tool or an appropriate atraumatic instrument. If opposing forces are not controlled this may lead to separation of the device as the material is a silicone tube and the band is made of (B)(4).

Event description:
Reported as "tubing broke when pulled around stomach". Follow up findings: tubing break noted to be between the belt and the tubing collar junction.